Event description:
Patient states that he is experiencing symptoms from high blood glucose. His symptoms are vomiting, being tired, and confused. The customer states that he did go to the emergency room with a blood glucose level of 406 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.